Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal would not deploy out of the delivery tube. The seal was inserted into the aorta and fired. When it was pulled out, the seal came out with the loading tube as it was still attached by the tether. There was a geyser of blood, but the surgeon immediately put his finger over the area and the blood loss was minimal. A rereplacement unit was used to complete the procedure. The hospital did not report any further pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned inside the loading device. The tension spring assembly was inside the delivery tube and the seal was extended outside the tube. The seal had been partially unraveled from the center. The green slide lock and the white plunger were depressed on the delivery device. The device was bloody. Based upon the received condition of the device, the reported complaint "seal would not deploy out of the delivery tube" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).